Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, an environment problem like as dust/dirt/humidity, an optical problem, an overheating problem, and electrical problems such as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visera laparo-thoraco videoscope image is completely dark and had no display. The issue occurred during a therapeutic laparoscopic surgery procedure was completed with another similar procedure. There were no reports of patients¿ harm.